Event description:
The patient reported that her interstim device was explanted due to battery depletion and that while implanted, she suffered from infections. No further complications were reported.

Manufacturer narrative:
.